Event description:
The report received from the study indicated that during the index procedure while post-dilating, the patient had a neurological deficit reported. The patient was reported to have dysarthria and right hemiparesis and was diagnosed with a stroke (ischemic). The patient was reported to be symptomatic with a gradual onset of symptoms. The event was reported to be unrelated to a cordis product and was related to the procedure. The patient did not suffer visual field loss, and recovery was partial, minor residual. The patient was discharged eleven days after the procedure.

Manufacturer narrative:
The target lesion for the procedure was the left internal carotid artery. The lesion was reported to be: 27 mm in length, reference diameter of 6.7 mm, a 71% diameter stenosis, mild, concentric, eccentric and ulcerated, and l5 (proximal). An angioguard protection device was put in place. The lesion was not pre-dilated. A precise 8 x 40 mm stent was deployed without any reported problem. The residual stenosis was 10%. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report # 9616099-2008-01432.